Event description:
It was reported that the patient had acute renal failure on (B)(6) 2013. This happened from a nervous breakdown over the patient¿s mother passing away. The patient stated the device agitated his left kidney and he wanted the device removed. The patient had used the device 3-4 times since the renal failure, and every time he used it, that was when it agitated his left kidney. The patient stated it was like it wanted to shut his kidney down. His urine turned dark every time he activated his device. The patient then said it ¿was¿ shutting down his kidney and hoped the device had not caused his kidney failure. The device had not been used lately as it was not helping him much anyways. The patient stated he did not trust the device and figured it was a temporary experimental thing. The patient stated he felt like a ¿lab rat.¿ the patient was redirected to their physician to arrange removal. The patient had left a voicemail with his physician. The patient had been ¿kicked out of pain management over a couple of early refills¿ and would have to continue to call the doctor as they never called back. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 355531, lot# n318036, implanted: (B)(6) 2012, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient¿s health care provider (hcp) confirmed on (B)(6) 2014 that the patient was seen in the office in (B)(6) 2014 regarding patient request to have the device removed. The patient was discharged from the practice and the device was not removed. The hcp had no information in regards to the renal problems related to the device. The hcp has not done testing with the device or patient¿s alleged renal problems.